Event description:
It was reported by service report that the cot was not offloading or opening up when trying to offload the cot from the ambulance, however the alleged event could not be confirmed by the service tech. No pt involvement or adverse consequences are reported.